Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The scissors does not cut. Three defective pairs with the same batch. All med watch submissions related to this report are: 9610612-2017-00537, 9610612-2017-00553.